Event description:
Per the clinic, the patient developed wound infection at the implant site (specific date not reported). Subsequently, the patient was underwent surgical procedure to clear the infection (specific date not reported). The patient was treated with topical antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: date uf/importer became aware of event under section f6 and report sent to manufacturer under section f13, was previously reported incorrectly. This has now been updated accordingly.

Manufacturer narrative:
There was also a reported extrusion and the revision was performed under a general anaesthetic. This report is submitted on sep 5, 2023.